Manufacturer narrative:
Other relevant device(s) are: product ID: 9735740 (software version: 1.2.0). Device evaluation: a software analysis was completed but was unable to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735740, serial/lot #: unknown. No hardware parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used during a sacroiliac and thoracolumbar procedure. It was reported that a spin was taken during the case but it would not transfer over to the navigation system. The site attempted to manually push the spin but it still would not come over. The site took a second spin to proceed. There was a surgical delay of less than 1 hour, and there was no impact on patient outcome. Troubleshooting found that the exam did not have a nav tag.